Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, resulting in loss of consciousness. Patient reported that she passed out for three hours from low blood glucose (bg). Patient reported that she had removed the sensor that had just ended a sensor session. Patient took a shower prior to inserting a new sensor. Patient inserted a new sensor after taking a shower. Patient reported having low bg at this time and passed out for three hours. When patient regained consciousness, she did take something and reports that possibly she had taken glucose tablets. Patient was not entirely sure and stated that she could not remember. Patient further reported that she keeps a log and had documented her bg was 66mg/dl at 7:45pm. Patient reported no ambulance was called and no medical intervention was required. At the time of contact, patient reported current condition as "ok". No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient experienced loss of consciousness related to low blood glucose. It should be noted that diabetes mellitus is a known cause of hypoglycemia.